Manufacturer narrative:
The device was returned to zoll medical corporation united kingdom, for evaluation. The customer report was attributed to the roc adapter between the multifunction cable and the electrode pads. The adapter was replaced. The device passed all testing, recertified, and will be returned to the customer. No emerging trend based on similar reports

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via pedi electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.